Event description:
Procedure: thoracotomy. Reportedly, the surgeon attempted to apply the device over the tissue. However, when the surgeon opened the stapler, the vessel started bleeding although staples were observed to be in the tissue. The surgeon proceeded to clamp, tie off and cut the tissue to control the bleeding. The pt did not lose 1300 cc's of blood and required a transfusion. As of 3/26, the pt is in good health.